Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information: the customer reported an unsuccessful attempt to apply an abbott diabetes care (adc) device. No further details were provided. There was no report of adverse event or third-party intervention required due to this reported issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.